Event description:
It is reported that during an orthopedic procedure on (B)(6) 2012, the battery casing fell off the small battery drive. There were no delays in the procedure that was reported and no additional information was provided at this time. This report is for a small battery drive. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of device history records has been requested.

Manufacturer narrative:
Additional narrative: a service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been sent in for service. There is no information relevant to the current complained issue. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Facility later on reports no harm to patient. Procedure was delayed less than 20 minutes while a new battery drive set was opened. New set was used to complete procedure.

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by synthes (B)(4). Report received indicates the reporters complaint that the battery casing fell off was confirmed. The unit was tested and was found to be defective. The battery retention mechanism is worn. This is due to normal wear over time. Upon further receipt of additional information about a delay in surgery this complaint is determined to be reportable. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further review of the complaint, it was determined the complaint is not reportable due to: does not meet the definition of an MDR reportable event. Not likely to result in patient harm or the need for additional medical or surgical intervention. The MDR report ability status updated to: does not meet the definition of a reportable event. Synthes is retracting medwatch report: #8030965-2013-01405.